Event description:
Caller reported that a malfunction occurred on the pump with a displayed malfunction code of malf 12. There was no adverse impact to the customer's blood glucose level. Technical support provided information on resetting the pump, assisted the caller with the process, and confirmed that the malfunction did not recur after the reset. Customer was instructed to continue using the pump and to call back if any issues returned. Caller acknowledged the instructions and understood them.